Manufacturer narrative:
A boston scientific technical services consultant reviewed the data from the patient's remote monitoring system. There is noise which appears to be due to the minute ventilation (mv) signal and the respiratory rate trend (rrt). Ts states this noise appears to be coming from the mv signal from the respiratory rate trend. The caller programmed off rrt per the recommendation of the consultant. A review of the daily measurements identified intermittent pacing impedance measurements greater than 3000 ohms on the atrial channel. All other diagnostic measurements were stable and within limits. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was symptomatic due to atrial fibrillation (af) and wanted to performed a patient initiated interrogation (pii). The patient was also experiencing some chest pain which was not related to the device. No adverse patient effects were reported.